Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a canine patient was implanted with one (1) unknown locking compression plate (lcp) and seven (7) unknown screws on (B)(6) 2013. After a second revision procedure, the leg fracture had failed to consolidate and had yet to heal. Due to a malignity found locally in the leg, the veterinarian decided to amputate the leg. No human involvement. This report is for seven (7) unknown screws. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Twelve x-ray images were received by synthes on (B)(6) 2015. The images currently undergoing review by the medical director.

Manufacturer narrative:
Device used in a veterinary case. No patient information will be reported. Event date: unknown. This report is for seven (7) unknown screws. Leg amputation. Unknown as no part or lot numbers were provided for the complainant screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.